Manufacturer narrative:
The insulin pump was received with b, esc and act buttons unresponsive due to corroded keypad traces. No button error alarm or vibration anomaly noted. Time advances properly. No frozen screen noted. Unable to verify dead battery alarm, unexpected black dot anomaly or perform the self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. The insulin pump passed stop current test. The insulin pump had cracked case at display window corners, battery tube threads, reservoir tube lip, minor scratched and cracked display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 89 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error and had battery issue. No significant event leading to button error or keypad anomaly were observed. Button error troubleshooting was performed and confirmed that time is not advancing even after battery has been changed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.